Event description:
It was reported that the patient had a (B)(6)) infection in the right buttock at the location of the pocket site. As a result, the implantable neurostimulator removed on (B)(6) 2015. On the day of the surgery, the patient was describe as alive with no injury. The device was to be replaced in the future. Follow-up being conducted on malfunctions, symptoms, and patient outcome.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0fw1q, implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay. This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient experienced redness, drainage, and incisional wound opening as symptoms of the infection. Perioperative antibiotics had been administered. In addition to a full system explant, both intravenous and oral antibiotics were administered. The infection resolved.